Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The visual inspection was not performed due to the device not being returned. The functional inspection was not performed due to the device not being returned. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that "during an aneurysm embolization procedure, after implanting the subject stent, the physician found that the subject stent could not prevent the previously implanted coils from prolapsing into the parent artery. The physician determined that the stent had not opened properly". Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per directions for use (dfu) instructions. The patient's anatomy was reported to be moderately tortuous which may have contributed to the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during an aneurysm embolization procedure, after implanting the subject stent, the physician found that the subject stent could not prevent the previously implanted coils from prolapsing into the parent artery. The physician determined that the stent had not opened properly. A second atlas stent was deployed and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during an aneurysm embolization procedure, after implanting the subject stent, the physician found that the subject stent could not prevent the previously implanted coils from prolapsing into the parent artery. The physician determined that the stent had not opened properly. A second atlas stent was deployed and the procedure was completed successfully with no clinical consequences to the patient.